Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be opened after firing and had to be cut out of tissue. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing and clamping mechanisms damaged; the device was locked in the closed position. A cartridge reload was loaded on the device. The reload was received fully fired and with the lockout spring damaged. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: only a few cm of bowel were cut out to retrieve the instrument. There are no negative consequences for the patient. There is no further information available.